Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma.

Event description:
Healthcare professional reported right side "capsular contracture iii, pain worsening," and via MRI and ultrasound, "discreet capsular thickening, folds and discreet amount of pericapsular fluid, capsular irregularity is observed with prominent folds and capsular thickening evidenced on ¿qil¿ [lower side quadrant], which may correspond to capsular contracture, four solid nodular formations,two small isointense nodules, and two small breast lumps on the right like lipomas." The report of microcysts, and mild ductal ectasia were deemed not device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported right side "capsular contracture iii, pain worsening," and via MRI and ultrasound, "discreet capsular thickening, folds and discreet amount of pericapsular fluid, capsular irregularity is observed with prominent folds and capsular thickening evidenced on ¿qil¿ [lower side quadrant], which may correspond to capsular contracture, four solid nodular formations,two small isointense nodules, and two small breast lumps on the right like lipomas." The report of microcysts, and mild ductal ectasia were deemed not device related. The device has been explanted.